Event description:
Mechanical ventilator gui interface malfunctioned and the screen went blank. Pt apneic, immediately ambu bagged per respiratory. Mechanical ventilator replaced. Sats 88%. No pt harm. This device is now located in clinical engineering. Currently, it is being evaluated. The device is designed with a safety feature that allows it to continue to ventilate at the factory's default settings when there is a potential graphic user interface issue. I am also not aware of this malfunction happening previously. After checking the model service history, I was able confirm that we have not reported this issue before.